Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat ventricular tachycardia of the right ventricular outflow tract a intellanav mifi open-irrigated catheter was selected for use. It was reported that the irrigation port of the catheter was broken. The device was exchanged and the procedure was completed successfully with no patient complications.